Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the rear panel was severely damaged causing the fans to break which led to a lamp error. The fan motor was no longer operating. In addition to these the findings, the following was also observed during device evaluation: accumulation of dust and rust on the contact pins of the output socket, the chassis was twisted, and there was a presence of sticky fluid inside the device and power supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source gave an error (e103) lamp ignition failure and did not switch on. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that with phenomenon (1), the lamps did not light up and an e103 error occurred because the fan did not rotate, and the lamps could not be cooled. With phenomenon (3), it was determined that the fan motor failed, and the fan did not rotate. For both phenomena, a lot of dust was observed around the fan, and it was thought that the dust may have caused the motor to overheat and burn out. The technical evaluation report (ter) stated that ¿all shown defects were likely caused by poor handling and also a lack of regular maintenance.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. Olympus will continue to monitor field performance for this device.